Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening. A leak test was performed and found an opening on the posterior side. A microscopic analysis was performed which identified a striated edge opening, consistent with use of a surgical tool, and a sharp crease opening in the plug strap bond edge side. Based on the device analysis the final assessment is a striated edge opening on the posterior side due to surgical damage.

Event description:
Device has been explanted.